Manufacturer narrative:
H3 and h6 codes, updated. The suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. The customer reported problem was not confirmed by performance testing. The reported issue did not reproduce, the cause unable to be determined. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Device passed all tests without any repair. It is not anticipated that the reported malfunction would result in interruption of therapy or serious injury.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that it was found that the ventilation volume was inadvertently set from 500 ml to 650 ml. This occurred during priming at the facility. There were no reported patient involvement and no harm or adverse event.